Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing fungal infection was irritated under the lifevest equipment. Patient described the area as a fungal infection under the breast area that was aggravated by the garment fit. There was no alleged device malfunction contributing to the infection. Patient¿s physician prescribed nystop powder for the infection. Outcome of the infection is unknown.

Manufacturer narrative:
Not applicable.